Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead and right ventricular lead exhibited noise. The physician suspected subclavian crush. The leads will not be removed as the physician and patient have elected to turn off the device therapy as the patient does not require pacing and has other health issues. There was no asystole and there were no further adverse patient effects reported.